Event description:
Consumer complaint of low blood results via daughter. Expected fasting blood glucose test result range is 100 to 110mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of tst strips is within instructed spec. Test strip lot MFR's expiration date is 07/31/2014 and open vial date is (B)(6)2015. Recall test results performed fasting from meter memory: 86mg/dl, (B)(6) 2015, 08:32am; 75mg/dl, (B)(6) 2015, 12:48pm; 66mg/dl, (B)(6) 2015, 12:42pm; 67mg/dl, (B)(6) 2015, 07:51am; 57mg/dl, (B)(6) /2015, 07:28am; adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results via daughter. Expected fasting blood glucose test result range is 100 to 110mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.